Event description:
It was reported by a healthcare professional during a medical association gathering, an injury may have occurred involving a neptune gold rover when the device was in use during anesthesia. The initial reporter was not able to provide any further information because he was not confident that an event actually occurred. Attempts to obtain additional information from the user facility have been unsuccessful.

Manufacturer narrative:
Added product number. No further information is available.

Manufacturer narrative:
A field service technician will be dispatched to evaluate the rover, if the user facility confirms the event and identifies the device involved. At this time, no such information has been received. A follow up report will be submitted if the product is evaluated, or if any additional event details are received. H3 other text : user facility has not made the device available for evaluation.

Event description:
It was reported by a healthcare professional during a medical association gathering, an injury may have occurred involving a neptune gold rover when the device was in use during anesthesia. The initial reporter was not able to provide any further information because he was not confident that an event actually occurred. Attempts to obtain additional information from the user facility have been unsuccessful.